Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2008, and during the procedure, a 2.75 x 28 mm xience v stent and 2.75 x 12 mm xience v stent were both deployed in the proximal right coronary artery (rca). The lesion was pre-dilated prior to stenting. Then, the distal circumflex lesion was pre-dilated and a 2.5 x 15 mm xience v stent was deployed. There was no reported product malfunction or pt issue at the time of the index procedure. However, in 2009, the pt returned with acute coronary syndrome. Subject developed chest pain, radiating to left are, 4-5 hours prior to presenting to the hospital. The pt was treated with medication. Diagnostic coronary angiography revealed restenosis of the target lesion. The target lesion was not identified. The outcome of the adverse event was resolved two days later and the pt was discharged on the same day. No additional event or pt information is available.

Manufacturer narrative:
The other two xience v stents mentioned are being reported under this same MFR #.